Manufacturer narrative:
The investigation into the low purge pressure or purge system leak and pump stop has been completed. The impella pump was returned for investigation. The provided data logs showed that case start's purge cassette priming step was not completed on the original console, despite two different purge cassettes being used. Purge pressure rose to above 1000 mmhg, but purge flow remained at 0 ml/hr. The data logs showed that the second purge cassette was transferred to a second console by inserting the cassette first (at 18:54:10), followed by the purge pressure disk four seconds later (at 18:54:14). The pump was connected at 18:54:45. A 'purge pressure low' alarm was triggered on (B)(6) 2021 at 18:56:25. This alarm cleared at 18:57:05. At 19:28:28, an 'impella stopped - motor current high' alarm was triggered and the pump stopped. Several attempts to restart the pump were unsuccessful. Data logs for the second pump were not provided. The first purge cassette was returned and purged without issue. The second purge cassette used in the case was able to purge, but leaking was observed from the lower part of the purge disk. A small hole was noted in the membrane of the purge disk. Evaluation of the returned pump found no biomaterial or obstructions in the impeller or cannula. The impeller spun with resistance and blood and biomaterial were noted in the purge gap. Blood was noted in the purge lumen. The pump was torn down at the housing and biomaterial was found in the bearing. The root cause of the pump stop was blood ingress. The root cause of the low purge pressure alarm was a leak in the purge pressure disk. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, pump had high purge pressure and the pump stopped. The pump was able to be restarted but, eventually the team made choice to replace the multiple pc, automated impella controller (aic), and the pump itself. Support proceeded without harm or injury from the delay in support initiation.